Event description:
It was reported that during a left colon procedure, the tissue got torn when closing the device. There was a hole in the rectum, and they had to perform a new anastomosis with a new device and place a stoma. Additional surgery time: 1hour.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Laparoscopic colon with conversion in tomie what surgical procedure was performed? Laparoscopic colon with conversion in tomie can more detail be provided regarding the tare in the rectum? Unk was there any type of repair of the tare prior to creating the anastomosis? No was the stoma previously planned or was it created because of the difficulties in the procedure? The stoma was made because of the problems on the stapling did the patient receive any preoperative chemotherapy or radiation? Unk were there any issues experienced with the device in the initial surgical procedure? They only had problems when stapling with cdhp what healthcare professional fired the device and what is his/her experience with the device? First time with cdhp where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? He followed my instructions perfectly. Were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green ¿v¿ on the stapler was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. The rectal donuts were incomplete were there any issues noted with staple formation? If so, please describe the shape and location. No is the stoma temporary or permanent? Temporary it was put in place for safety. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/27/2022. D4: batch # t5ev2x investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either technique ensuring the tissue is located at the suture tying area. With the anvil removed and the device trocar fully retracted, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counter-clockwise. Continue to push the tissue down until the orange band is visible. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (A: green range) (b: orange staple height indicator) adjust the device until appropriate tissue resistance is felt for a secure anastomosis. Wait 15 seconds to allow for adequate tissue compression and adjust if needed to maintain appropriate tissue resistance. Providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Refer to the product codes table for adjustable closed staple height range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.